Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating her insulin pump failed to alarm no delivery. Customer's current blood glucose is 180 mg/dl. She stated last week she was not feeling well and noticed she was going high. There was no blood glucose reading because it was too high. When she removed the infusion set, the cannula was bent. The device did not alarm no delivery to alert her to the occlusion. Customer stated the device is working fine now. She said she would call back the next time the issue occurs. Nothing further reported.